Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A caretaker of a patient with an external neurostimulator for trial stimulation reported that the leads pulled out. When the caretaker took the patient to their healthcare provider (hcp) for assistance they gave the leads and equipment back to the hcp, but they still think that some of the leads are below the skin. The hcp told the patient and caretaker that the patient would be check during his follow-up appointment on (B)(6). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.